Manufacturer narrative:
Device evaluation summary: during analysis of the sample a crease was observed in the anterior and extending to the posterior view. Leak testing was performed and it revealed a tear within crease in the posterior view, measurement approximately 0.2 cm. No additional anomalies were observed. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. A crease/fold failure may be the result of the continuous and sustained stresses to the device caused by the capsular contracture. Postoperative formation of a fibrous tissue capsule around a mammary prosthesis is a normal physiologic response to the implantation of a foreign object and occurs in all patients in varying degrees. In some cases, contracture of the fibrous capsule may occur. This phenomenon is referred to as capsular contracture. Rupture is a known complication associated with these devices and is referenced in our product insert data sheet. It should be noted that as part of our quality process, each device is visually inspected during manufacturing to ensure the device meets the required specifications prior to shipment. Based on the information reported and/or the product investigation, there is no evidence that the issue is related with the manufacturing process. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
The mentor failure analysis lab has received the device for evaluation. The analysis has begun but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. A manufacturing record evaluation is in progress. Once completed, a supplemental report will be submitted. Reason for device explant and/or reoperation: right side capsular contracture; baker grade unknown and right side breast implant rupture. Manufacturer¿s reference number: (B)(4).

Event description:
This is an international complaint from (B)(6). It was reported that a (B)(6) year-old female patient underwent revision breast augmentation with a 325cc mentor memorygel breast implant and was presented with right side capsular contracture; baker grade unknown. Right side breast implant rupture was identified at surgery. As a result, patient underwent explantation and replacement on (B)(6) 2019 with catalog number: 3503254bc and serial number (B)(4) on the right side.